Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead had been intermittently sensing noise and impedances had dropped down below 100 ohms. The physician suspected an insulation breach. The lead was capped and replaced.